Event description:
It was reported that when patient presented to the emergency room with arrhythmia, upon review of the session records, an intermittent wide qrs complex was observed. Patient had no adverse consequences. The patient¿s therapy was appropriate therefore no plans were made to address the oversensing issue. Patient was stable and will continue to be monitored.